Event description:
Rv lead capture was noted at 7.5v at 0.4ms during a device check-up. This lead was successfully repositioned on (B)(6) 2011, and all records indicate this device remains implanted. No additional info is available. Should additional info become available, this event will be updated.